Event description:
It was reported that the charging pad for the ilet system would not power on, as indicated by the absence of the green status light despite attempts with multiple outlets and reseating the usb connection; a replacement was arranged after troubleshooting. Symptoms included none. Outcomes included no user harm, no alarms, and provision of a replacement charger. Investigation included user interview and basic troubleshooting. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging pad.